Manufacturer narrative:
Reference record (B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in the USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. A nurse reported that (B)(6) 2018, the patient was in the hospitalized to have the duopa tubing replaced. It was unknown if both the peg tube and j tube were replaced. On an unknown date while still hospitalized, the patient experienced a gastro-intestinal (gi) bleed and an unspecified respiratory infection. The nurse stated the gi bleed may have been caused when the tubing was pulled out. On (B)(6) 2018, the patient went to rehab but on (B)(6) 2018, the patient was re-admitted to the hospital for unspecified bladder and respiratory problems. On an unknown date, the patient went back to rehab until (B)(6) 2018. No further information and patient declined to have the physician contacted.